Event description:
The customer noted two false positive human chorionic gonadotropin (hcg) results on a dimension exl 200 analyzer with serial number (B)(6). The customer reported the results, and the physician(s) questioned the positive results because the patient was not pregnant. The customer used the same sample and analyzer to perform repeat testing; the results were negative, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer noted two false positive human chorionic gonadotropin (hcg) results on a dimension exl 200 analyzer and contacted siemens. Siemens reviewed the service history and observed the system check had failed, the drains were cleaned, the analyzer ran sample and reagent probe cycles, and the last hcg calibration was on (B)(6) 2024. Siemens dispatched a customer service engineer (cse) to the customer site to service the reagent probe (r2). The cse performed service, which included replacing the r1 and r2 tubing and probes, r1 transducer, and cleaning the r2 drain. The cse checked the alignments and ran a system check, and the dimension exl 200 performed as specified.